Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive and difficult to see. Additionally, it was reported that the pump battery depleted rapidly and multiple cartridges easily dislodged from the pump. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information was provided.